Manufacturer narrative:
(B)(4). Our in country importer reported the suspect device/component was evaluated by their service group. Our importer determined the exhalation valve did not function and degraded the exhalation diaphragm. The importer also reported missing components and dirty filters on the compressor assembly . The reported event was not duplicated the device was re-worked and returned to the facility working to product specifications. However, no device/component assembly was reported available for a root cause analysis by vyaire medical.

Event description:
The customer reported an unresolved large leak in the volume graphic display readings and auto-cycling during patient use on this avea ventilator. The customer stated no patient harm was reported with this event.